Event description:
The customer reported that on (B)(6) 2011 erroneous or imprecise cardiac troponin (accutni) results were generated on an access 2 immunoassay system for three patients' samples. This is report two of two and represents the erroneous and imprecise accutni results for two patient samples on (B)(6) 2011. The first patient's initial accutni result was erroneously elevated and within the assay's risk stratification range. Upon multiple repeat on the same instrument, the results ultimately were lower and within the normal reference range. Patient one's erroneous accutni result was reported out of the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. The second patient was analyzed in duplicate. The results did not meet the assay's precision claims and crossed clinical categories. It is unknown what result was believed to be true and reported out. The customer indicated that no errors were posted to the instrument event log. The samples were full draws and appeared normal in appearance with no visible abnormalities and no presence of fibrin.

Manufacturer narrative:
Evaluation of customer supplied data indicated that all three levels of accutni quality control were within the customers established ranges one hour prior to the falsely elevated accutni results. Three levels of accutni qc were analyzed again at a later time. Only level 2 accutni qc results were outside of the range high. Level 1 and 3 qc results were within specifications. The customer performed a system check which failed the substrate ratio. The customer replaced the aspirate probes and a repeat system check met specifications. No definitive root cause could be determined for this event to date. Mdrs associated with this event: 2122870-2011-03578.